Manufacturer narrative:
The reported event involved a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the anti-hbc g2 elecsys e2g 300 v2 assay performed within specifications. A general reagent issue was not identified. The investigation was limited as the medications administered to the patients¿daratumumab, lenalidomide, and methotrexate¿were not included in the interference testing. While it is known from literature that therapeutic monoclonal antibodies can interfere with immunological assays, no specific assessment could be made for the anti-hbc ii assay. All elecsys assays include interference-eliminating substances to mitigate such effects, but no definitive statement can be provided for untested drugs. The anti-hbc ii results should be interpreted in conjunction with other hbv parameters, the clinical context, and potentially through testing with an alternative method for anti-hbc. A definitive root cause for the reported event could not be determined.

Event description:
"The initial reporter alleged discrepant elecsys anti-hbc ii results for two patient samples tested on a cobas pure e 402 analytical unit. The results showed isolated anti-hbc ii reactivity, while hbs-ag ii and anti-hbs ii were non-reactive. A history of prior hepatitis b virus (hbv) infection was not known for either patient. Both patients were undergoing medication therapy. Patient a was receiving daratumumab (a therapeutic monoclonal antibody) and lenalidomide, while patient b was receiving methotrexate. The customer speculated about potential cross-reactivities or interferences of these drugs with the anti-hbc ii assay."